Manufacturer narrative:
H3: product analysis found visually, the device was returned in a u-shape and surgical tape was adhered to portions of the wire harness. Additionally, there was a yellowish colored residue on the outside diameter of the cuff balloon. Under magnification, there were small voids in all the trace pads and ink traces (underneath the adhesive). Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 83 ohms (blue), 64 ohms (blue with white stripe), 113 ohms (red), and 59 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing ¿ both channels (vocalis 1 and 2) intermittently failed the electrode check and there was intermittent excessive feedback during the noise test. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the emg tube red electrode was not responding. It must be disconnected. There was no patient impact.